Event description:
The customer reported that foreign substance was found in the elevator channel when using the duodenovideoscope. The issue was found during unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found kinks and tear marks in the biopsy channel. In addition, the device evaluation found following findings: the bending section cover was soft, the bending section cover was cracked, the switch 1 was cut, there was play at upward/downward angulation control knob and there was loose tension at upward/downward angulation control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The facility's clean, disinfect and sterilize (cds) , reprocessing information and survey results regarding foreign matter were noted below : the device was cleaned, disinfected, and sterilized per the user's manual before requesting repair. The customer believes the foreign material is some sort of glue. The customer was not aware of any delays in the start of pre-cleaning. The customer raised and lowered the forceps elevator three times by turning the elevator control lever while the immersion and aspiration. The customer stated the residue was found when using the boroscope. The scope was presoaked in a detergent solution and multiple passes was performed while brushing the forceps elevator. Detergent solution was flushed around the forceps elevator. Additionally, the customer stated that event occurred during reprocessing and confirmed there were no death, injury or infection, no patient or other person were involved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, there was no physical damage was confirmed at the place where the foreign material remained. The root cause of the reported events is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.